Manufacturer narrative:
The subject device has been discarded by the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the instrument channel of pcf-h290zi was brushed with bw-412t during pre-cleaning. After that, when the user facility brushed the instrument channel of the pcf-h290zi with a disposable cleaning tool of another company and the "stain" stuck to it. The user facility had a suspicion that the bw-412t did not remove the stain, and asked the omsc to analyze the composition of the stain. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device lot number and the delivery date were unknown, the device history record (DHR) for over the past year prior to the date of occurrence was inspected. No abnormalities or deviations were found that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. There have been no reports on 5m fluctuations and design change. Therefore, it is possible that abnormalities of bw-412t was not the cause of the reported event. Lack of rinsing might have contributed to the adhesion of dirt and foreign materials. However, the root cause of the reported event could not be determined. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿before use, inspect the entire instrument for any irregularity and the bristles for any damage. Using a brush with irregularities and/or damage can impair its cleaning ability, which may cause infection of the patient. If the bristles are crushed, gently straighten them with your fingers. Clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. This instrument is intended for single use. Do not attempt to use this instrument to clean multiple endoscopes.¿ olympus will continue to monitor the field performance of this device.